Event description:
It was reported that a pt underwent a thyroidectomy procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The reservoir was activated, but suction was weak. The surgeon exchanged the reservoir and there was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.